Event description:
Consumer had purchased wowe bamboo toothbrushes in a pack of 4 from (B)(6), and had used my toothbrush for three days when a group of bristles fell out into my mouth while brushing. It was difficult to get them out of my mouth, and presented a risk of choking. If a young child were using this brush and this happened, they could conceivably choke on the bristles or swallow them. Several other reviewers on (B)(6) have commented about this problem of loose bristles falling out into their mouths while brushing. Product category: personal care. MFR address: not specified. MFR website url: https://wowebamboo.com/. Retailer: (B)(6). Purchase date: (B)(6) 2017. I still have the product in my possession: yes. The product was damaged before the incident: no. The product was modified before the incident: no. Have you contacted the MFR: no. If not, do you plan to contact them: n/a. I have the product, and did not throw it away, but will not use again. Yes ,you may include my report with any attachments on saferproducts.gov. Yes, you may release my name and contact information to the product MFR/importer/private labeler. I certify that I have reviewed the report and that the information provided in this report is true and accurate to the best of my knowledge, information, and belief: yes.